Event description:
It was reported that: "offset cup impactor and the screwdriver handle tip malfunction during the surgery. Surgery went on as planned, no delays. Both instruments are malfunctioned separately but the cup impactor caused the screwdriver to malfunction. The impactor was stuck in the cup and the screwdriver tip broke off while trying to unscrew the stuck impactor tip."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2011-01754.